Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed at the customer site reported that the intellivue multi measurement server x2 alarms for bigeminy, but does not alarm for trigeminy. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.